Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was missing one jaw. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.198" x 0.529" was found to be broken off the yaw pulley. The broken piece was not returned. Additional findings not reported by site was that the instrument main tube exhibits signs of scratch marks/abrasions. The main tube scratch marks measured roughly .074¿ x .332¿.